Manufacturer narrative:
The device has been returned/received and is pending an investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device longer than 48 hours. The patient was taken to the doctors and diagnosed with cellulitis. The patient also mentioned that it was painful and red. The patient was treated with antibiotics (cephlex 7 days 2x daily 500mg).

Manufacturer narrative:
Inspection of the device found no damages or defects that would contribute to a skin infection or pain during insertion. The exact cause of the reported events could not be determined.